Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6: added health impact code 4632 - prolonged surgery.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025, patients lead was cut, and the remaining portion of the lead remains implanted. As a result, surgical intervention may be undertaken on a later date to remove remaining portion of the lead.